Event description:
A territory manager reported an end user experienced an issue when using a pvak -- 400 micron fiber procedure kit. After the doctor accessed the perforator vein, the fiber was inserted and then the other end was handed to the medical assistant to plug in. At this time, the fiber broke into two pieces. The device was removed and a new of the same was used to complete the procedure. No fiber fragments remained inside of the patient.

Manufacturer narrative:
The customer's reported complaint description of the fiber was fractured and detached was not confirmed since no complaint sample was returned. Without receiving a complaint sample for evaluation the root cause could not be determined. The potential root cause of the fiber fracture is handling damage but when and how this occurred cannot be definitively determined. The fiber tip is packaged such that the tip of the fiber is located under the coil wrap. A potential contributing factor for this type of fiber fracture failure mode is the coil wrap and/or the process of end user removing the coil wrap from the fiber during the unpacking process. A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint. The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode. Labeling review: the directions for use (14601411-01) which is supplied to the end user with the reported catalog number contains the following statement: warning: contents supplied sterile using an ethylene oxide (eo) process. Do not use if sterile barrier is damaged. If damage is found, call your sales representative. Inspect prior to use to verify that no damage has occurred during shipping. Intended use. The venacure evlt 400m perforator and accessory vein ablation kit is intended for use in the treatment of superficial vein reflux of the greater saphenous vein associated with varicosities. The venacure evlt 400m perforator and accessory vein ablation kit is indicated for treatment of incompetence and reflux of superficial veins in the lower extremity, and for treatment of incompetent (i.e. Refluxing) perforator veins (ipvs). Equipment handling requirements. Venacure evlt 400m perforator and accessory vein ablation kit: using sterile technique open the pack, place all contents into sterile field and inspect for damage. Do not use if any component is damaged. If damage is present, contact customer service or your local representative. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).